Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What were the diagnosis and indication for the index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 5. Where was the surgicel used (on what tissue)? 6. How much surgicel was used during the procedure? 7. Was the surgicel product left in place? Was the excess removed? 8. What were current symptoms following the index surgical procedure? Onset date? 9. Were cultures performed? If yes, results? 10. Has any surgical or medical intervention been performed? 11. What is physician¿s opinion as to the cause of or contributing factors to this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative post-op wound secretion? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure for lumbar disc herniation on (B)(6)2023 and absorbable hemostat was used. One month after surgery, clear exudate was found at the wound site. The outpatient department admitted the patient with poor wound healing after lumbar surgery. Admitted for perfusion irrigation and negative pressure drainage surgery. Wound healing and discharge. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? (B)(6) 2023. Surgical treatment was performed for lumbar disc herniation, and absorbable hemostat was used during the operation. One month after surgery, clear exudate exudation was found at the wound, and the patient was admitted to the outpatient department. Irrigation and negative pressure drainage was taken for patient. The wound healed and the patient was discharged. 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. The patient had diabetes mellitus. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Address active bleeding. 4. What were current symptoms following the index surgical procedure? Onset date? (B)(6) 2024. 5. Has any surgical or medical intervention been performed?- irrigation and negative pressure drainage was taken for patient. 6. What is physician¿s opinion as to the cause of or contributing factors to this event? Patient has diabetes mellitus causing poor self-healing. 7. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative post-op wound secretion? No. 8. What is the patient¿s current status? The patient was discharged. 9. What is the users experience w/ surgicel powder and other hemostatic agents? Normal. The following information was requested, but unavailable: 1. Was there any intraoperative concurrent use of other products? 2. Where was the surgicel used (on what tissue)? 3. How much surgicel was used during the procedure? 4. Was the surgicel product left in place? Was the excess removed? 5. Were cultures performed? If yes, results? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.